Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging a display issue with their onetouch ping meter. The reporter stated that the meter had a faded display as well as missing segments. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.